Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD: (B)(6) 2014. Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert triggered. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead fracture was confirmed as the rv lead exhibited high impedance, oversensing, and lead noise observed on the egm (electrogram). The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that the superior vena cava (svc) coil, which had been left in use after previous lead intervention, had triggered an alert due to high impedance values.